Manufacturer narrative:
Additional device product code: hwc. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. (B)(4). The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the reported device was used in the surgery for the distal fibular fracture on (B)(6) 2017. Due to operation error by the surgeon, the plate in question was broken when the surgeon bent it. The surgery was completed safely by using another larger plate (one-hole longer in size). Procedure was completed successfully with no surgical delay or harm to the patient. This report is for one (1) 2.7 mm/3.5 mm ti lcp plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
DHR review was completed. Please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4). Supplier: (B)(4). Release to warehouse date: 06.may.2015 expiry date: 01.apr.2025 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.112.111 / 7817089 was manufactured in us, monument manufacturing location: relius medical, packaged by: monument manufacturing date: 15-apr-2015 part #: 04.112.111, lot#: 7817089 (non-sterile) ¿ 2.7mm/3.5mm lcp postlat distal fibula plate 5h/left/103mm. Quantity 24. Raw material part 24019, lot: 7478161 meet specifications. Received from allvac. Certificate of test received for titanium from ati allvac meet specification. Raw material receiving/put away checklist meet requirements. Inspection sheet for final inspection meets inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. 1x 04.112.111s with lot 9471463 / lcp postlat distal fibula plate 2.7/3.5 received and forwarded to the us for investigation: supplier: (B)(4): receiving inspection - raw material ¿ raw material was provided by customer depuy synthes. Quality reviewed raw material certificate to po and customer's product requirements. No discrepancies were noted. Manufacturing and final inspection records- DHR review ¿ lot# 56390-08 DHR records were retrieved and reviewed by the quality department. There was one piece that was rejected during the production run for a visual cosmetic defect which was reprocessed. There weren't any dimensional non conformances noted on any of the inspection documents. Dimensional verification ¿ dimensional measurements were taken as best as possible of the part returned. There were no issues noted. See attached report. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.